Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit was received without the cam support pin. The teeth on the 6in transitional, shock cushion, and 1/4in pin were also worn. The unit needs repair, replacement of worn parts, general maintenance and cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pin on the mayfield ultra base unit (a2101) which allows the locking handle to clamp down fell out, and the base unit could not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.